Event description:
Swabs used for nasopharyngeal testing are almost identical in appearance and packaging to those used in sti testing exams. This resulted in the incorrect swab being used for an (B)(6) test. The test could not be run and an alternate sample had to be obtained. The swabs used were the cepheid genxpert and the gu cepheid genxpert. The only difference in packaging is that the np swab states "nasopharyngeal". FDA safety report ID# (B)(4).